Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hypoglycemia on (B)(6) 2026. The pod had been worn on the leg for longer than 48 hours at the time of the event. The patient reported the occurrence of an error message "searching for sensor," which was reported to have occurred immediately after switching the omnipod system from manual to automated mode. The patient further noted that glucose readings from the dexcom continuous glucose monitor would disappear from the omnipod system any time the system would be switched to automated mode. No other details regarding the medical event were provided.